Event description:
One touch ultra meter kept displaying the error 4 message and that they were taken to the hospital. Medical affairs specialist called and left a message for the patient. A letter will be sent since there was no reponse back. During troubleshooting, it was verified that the patient's testing technique was correct and that the condition of the test strips was good. They were asked to retest, but the error 4 message still persisted despite proper procedure. The patient went to the emergency room since they were feeling hypoglycemic and was unable to test on their meter. There is no further information regarding the hospital meter result and if they had attempted to test on their meter prior to going to the hospital. They were given food to bring up their blood at the hospital. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a device reportable. However,there is insufficient information to suggest that the patient experienced injury due to the product. The patient was sent a replacement meter, test strips, and control solution.